Event description:
A user facility reported that following intraocular lens (iol) implant surgery, the lens was removed and replaced. In a f/u, the surgeon clarified that the capsule ruptured and he had to switch to a different lens model. He reported that the rupture was unrelated to the initial iol.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/13/2010 and 10/14/2010 by phone, fax, and mail. A completed questionnaire was received on 10/28/2010. (B)(4).